Event description:
On (B)(6) 2013, the lay user/reporter in (B)(6), the patient's mother, contacted lifescan to report the one touch ping meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6), 2012, at 11:02 pm the patient obtained the blood glucose reading of "hi mmol/l" (greater than 33.3 mmol/l) on the reported meter. The patient used his pump and took a correcting bolus of 1.85 units insulin. Twenty minutes afterwards, the patient experienced the symptoms of dizziness and shaking. While symptomatic, the patient obtained the blood glucose readings of 7.5 mmol/l and then 3.2 mmol/l. The patient administered self-treatment by consuming orange juice; he did not seek any medical attention. On (B)(6) 2012, at 1:07 am, the patient's blood glucose level was tested to be 15.9 mmol/l. Troubleshooting revealed the test strips were in good condition and within opened expiration dating and the patient's testing technique was correct. A quality control test was performed during the call, with passing results. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia after taking insulin based on an elevated meter reading and received treatment with food. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up (6/5/2013)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by lifescan product analysis on 5/17/2013 and 5/16/2013 respectively with the following findings: the meter and test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter- 5/1/2013, test strips- 5/1/2013. The retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.